Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate 3 lvas. A direct correlation between the device and the reported elevated lactate dehydrogenase (ldh) and pump thrombosis could not be conclusively determined through this evaluation. It was reported that the patient¿s lactate dehydrogenase (ldh) and free plasma hemoglobin had been increased over a couple of months. Their ldh was 900 and free plasma hemoglobin was 140 on the week of (B)(6) 2021. The clinical team suspected pump thrombosis and decided to change the pump to hm3. The patient was asymptomatic. The pump was returned assembled with the driveline cut approximately 0.5 inches from the pump housing, and the distal portion was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The silicone sleeve over the graft conduit was properly secured to the proximal and distal graft attachments. The apical sewing ring was not returned. The outflow graft was cut 1¿ from the graft attachment and was not attached to the outlet elbow. The outflow graft bend relief was not returned. The outflow elbow was returned attached to the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the returned pump revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Inspection of the silicone jacket revealed no evidence of damage. Upon removal of the silicone jacket, the bionate cover showed no signs of damage. The metal braided shield was unremarkable. Microscopic and visual inspection of the wires revealed no evidence of damage or insulation breaches. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test revealed no current leakages in the insulation of any of the wires. The device was rebuilt and functionally tested under loaded conditions; the device operated as intended. The pump was connected to and operated on a standard h-q water loop using a test system controller, power module, and system monitor according to hmii hydraulic qualification (hq) test procedure. The heartmate ii lvas IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy.the investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s lactate dehydrogenase (ldh) and free plasma hemoglobin had been increased over a couple of months. The ldh was 900 u/l and free plasma hemoglobin was 140 on the week of (B)(6) 2021. Although the patient was asymptomatic; the clinical team suspected pump thrombosis and decided to change the pump to a hm3 on (B)(6) 2021. No additional information provided.

Manufacturer narrative:
Article information: title: lvad pump thrombosis without abnormal pump parameters. Author: yuusuke tsutsumi (kyusyu university hospital). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported in a literature case related to heartmate ii and heartmate3 published in japan (lvad pump thrombosis without abnormal pump parameters) by (B)(6) that the patient had transient cerebral ischemia while implanting the heartmate ii. Since the lactate dehydrogenase (ldh) was elevated and pump thrombosis were suspected, anticoagulant therapy was strengthened. The patient underwent a pump exchange to a heartmate 3 on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event,

Event description:
The patient was admitted on (B)(6) 2021. The patient did not have hyperbilirubinemia, the total bilirubin levels above 2 mg / dl. The cause of the suspected thrombosis in the pump was unknown. The cause of hemolysis was related to the device.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 lvas, serial number (B)(6). A direct correlation between the device and the reported elevated ldh and pump thrombosis could not be conclusively determined through this evaluation. It was reported that the patient¿s lactate dehydrogenase (ldh) and free plasma hemoglobin had been increased over a couple of months. Their ldh was 900 and free plasma hemoglobin was 140 on the week of (B)(6) 2021. The clinical team suspected pump thrombosis and decided to change the pump to hm3. The patient was asymptomatic. The pump was returned assembled with the driveline cut approximately 0.5¿ from the pump housing, and the distal portion was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The silicone sleeve over the graft conduit was properly secured to the proximal and distal graft attachments. The apical sewing ring was not returned. The outflow graft was cut 1¿ from the graft attachment and was not attached to the outlet elbow. The outflow graft bend relief was not returned. The outflow elbow was returned attached to the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Inspection of the silicone jacket revealed no evidence of damage. Upon removal of the silicone jacket, the bionate cover showed no signs of damage. The metal braided shield was unremarkable. Microscopic and visual inspection of the wires revealed no evidence of damage or insulation breaches. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test revealed no current leakages in the insulation of any of the wires. The device was rebuilt and functionally tested under loaded conditions; the device operated as intended. The pump was connected to and operated on a standard h-q water loop using a test system controller, power module, and system monitor according to document rev. E, hmii hydraulic qualification (hq) test procedure. The heartmate ii lvas IFU rev. B lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 15nov2017. No further information was provided. The manufacturer is closing the file on this event.